Manufacturer narrative:
( (B)(4). Returned meter evaluated with no defect found. Test strip vial returned expired - unable to test. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: customer call us back to register the meter. Customer didn't want to spend time doing the control test at the time of the call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 70 - 90mg/dl. The customer did report symptoms os sweating. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. A 138mg/dl (B)(6) /2017 09:54 am fasting: yes. A 108mg/dl (B)(6) /2017 05:42 pm fasting: yes. A 123mg/dl (B)(6) 2017 09:10 am fasting: yes. A 110mg/dl (B)(6) 2017 05:51 pm fasting: yes. A 130mg/dl (B)(6) 2017 09:35 am fasting: yes. Customer called in and states the meter is reading high. Customer states her meter read 108mg/dl fasting; customer was sweating, and felt that her sugar was low. Customer did not need medical attention at the time and states she felt symptoms. Customer states she took the proper precautions at the time to get her glucose levels up. Customer also states her meter read 138mg/dl fasting.